Manufacturer narrative:
H.6. Investigation summary: DHR review: according to visual analysis of the sample photo, a review of the device history record was completed for sub-assembly #8016604 lot 9116960 manufactured from 01-may-2019 to 29-may-2019 and sub-assembly #8016604 lot 9149560 manufactured from 29-may-2019 to 08-jun-2019 at icam 03 machine under used in claimed lots 9184235. This lot was reviewed regarding the tests of ¿damaged component¿ and the penetration test of: ¿needle tip¿, ¿catheter tip¿ and ¿drag catheter test¿ and were not evidenced records of failure of these tests or something that could clearly lead to claimed. However, for batch 9116960 in the tipper catheter tipping process, bad catheter tip records were evidenced, which may be related to the incident in question. It is noteworthy that adjustments related to the catheter tip to improve the quality of the catheter tip are performed by the area operator / preparer according to procedure. These adjustments were evidenced during the batch history analysis. A physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. Our quality engineer reviewed the provided photo and observed that the catheter was not pointed. Based off the provided photo the engineer was unable to verify any damage to the catheter or separation but the engineer was able to verify an issue with the catheter tip. Without the physical sample for evaluation a definitive root cause could not be determined but after reviewing the history of this defect it most likely occurred during the catheter tipping process. A project has been opened by the manufacturing facility to correct this issue. CAPA 1302123. H3 other text : see section h.10.

Event description:
It was reported that the catheter broke prior to use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: patient multiplied with yelcos # 20 and # 22 and at the time of channeling the patient it is evident that the yelco's body is broken in the distal area, it is not used, it is replaced by another yelco.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter broke prior to use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: patient multiplied with yelcos # 20 and # 22 and at the time of channeling the patient it is evident that the yelco's body is broken in the distal area, it is not used, it is replaced by another yelco.